Event description:
A report was received of the patient experiencing discomfort at the pocket site, due to the implant's location at the beltline. A pocket revision to relocate the pocket has been recommended.